Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt opened cassette door it was very wet inside the cassette door. Pt states n ill effects. He was administered 2 doses of vancomycin ip as a precaution. Effluent has remained clear. Denies fevers, chills, nausea or vomiting. There is a sample available for eval.